Event description:
It was reported that during an unknown procedure, the device locked out and became not to open after clamping. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: 1st f/u attempted for additional information assigned to loc: * was the device locked on tissue with the jaws closed? * if yes, how was the device removed? No further information will be available. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information will be available. Did the jaws eventually open? No further information will be available. " an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.